Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, d9, e3, g6, h2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-nov-2022 to 25- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie pocket failure resulted in the issue. Field service engineer had replaced the cubie pocket from fh cubie drawer 6. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that pyxis medstation es system had a drawer failure, which did not allow users from accessing medication resulting a delay of approximately 3 hours. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure, which hindered users from accessing medication. The customer stated that there was an ongoing delay of approximately three hours in retrieving the medication for hydromorphine 0.2 mgs, which is classified as critical medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station experienced a drawer failure. A field service engineer assisted pharmacy and removed bad cubie pocket from full height cubie drawer 6 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.